Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was flashing when customer try to calibrate blood glucose value. Customer¿s blood glucose level was unknown. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. Insulin pump will be returned for analysis. Reservoir (frn) mmt-332a.